Event description:
The arthroplasty was revised due to suspected femoral loosening. The components were implanted in situ for ~1.5 y. The acetabular liner, femoral components were revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving a unknown stem was reported. A photo of the device was returned, and there was minimal bone adhesion. No further analysis could be performed from the photo. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
The arthroplasty was revised due to suspected femoral loosening. The components were implanted in situ for ~1.5 y. The acetabular liner, femoral components were revised.